Event description:
It was reported that the patient experienced a shocking sensation (described as "electrocuted") and was taken to the emergency room. She was apprehensive to turn up or adjust the stimulation after this episode. Additional information was requested.

Manufacturer narrative:
(B)(4).